Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.the target lesion details are unknown. An unspecified size mustang balloon catheter was selected. Inflation was performed utilizing a syringe and during an unspecified inflation attempt, the balloon ruptured at an unspecified pressure. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is considered user related as it was reported the balloon was inflated using a syringe and the dfu instructs the user to use an inflation device with a manometer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2011-06063. It was further reported that as the physician was using hand injections with a syringe to inflate the balloon, it was not possible to assess pressure. It is unlikely that it was higher than rated burst pressure. The procedure as completed with a third mustang balloon catheter.